Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl. Ketone level was large and customer was vomiting. Customer went to the emergency room (ER). Healthcare provider identified ketones as being dangerous. Customer was treated with medication and intravenous fluids. After 6 hours, customer left the ER and bg was 384 mg/dl. Customer was stable with a sore throat due to vomiting. Customer did not know cause of elevated bg. Upon follow up, customer reported to be "ok" and continued to use pump for insulin therapy.